Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. The rv lead implant procedure was abandoned. Then the right atrial (ra) lead was attempted and was able to reach the interior vena cava but a stylet could not be fully advanced into the lead. The physician suspected a problem. An x-ray was ordered but there was no evidence of a tamponade and the patient&#38112;blood pressure was stable. A computerized tomography (CT) scan was performed and noted that the leads were not in the superior vena cava (svc) and a perforation was confirmed. Both leads remain implanted in patient but not in service. No additional adverse patient effects were reported.